Event description:
It was reported that (2) devices were used during an unk procedure. The only info now available is when the product was used not all of the staples fired out. A second cartridge was used and on the second firing, not all staples formed and it did not cut properly. More info to follow.